Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of epigastric ventral hernia. It was reported that after the implant, the patient experienced pain, mental pain, suffering, discomfort, recurrence, adhesions, mesh migration, device defective, scarring, permanent impairment and loss of enjoyment of life. Post-operative patient treatment included lysis of adhesions, reduction of the omentum, placement of wound vac, excision of hernia sac and mesh both were sent to pathology and hernia repair with bard mesh.